Event description:
Additional information was received from the manufacturer representative. It was reported the lead was revised and the patient was doing well post operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-may-16. The patient reported that they went to their healthcare professional¿s (hcp) office for a follow up and a lady came in trying to reset the leads. The right side was working but the left side was not. They did an x-ray which showed that the left lead was not in place. A month or so later the patient had surgery where the hcp told the patient they were putting in ¿bigger thing¿ and would need to cut into spinal bone to put in the ¿bigger things¿. The patient was not sure what was changed out because they were asleep during the surgery. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a lead revision on (B)(6) 2017, due to the patient not getting appropriate stimulation on their left side. It was reported that and x-ray had been done and showed the surgical lead had moved. The healthcare professional aligned the lead medially and the patient was getting therapy. It was reported that the patient¿s lead was originally placed on (B)(6) 2017, and it was unknown how soon after the placement that the patient reported not getting stimulation on their left side or when the lead moved exactly. It was reported that the event occurred in (B)(6) 2017. No further complications were reported/anticipated.